Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
According to the reporter, during a gastrectomy, the device was not sealing adequately as when the knife was in used. The device was used with ft10 but later switched to ls10 but still the same. The surgeon sealed 2-3 times before using the knife as a caution when using the device in order to have that extra guarantee that it was adequately sealing. There was no regrasp alert, but end one was heard and there was evidence of energy delivery. The surgical site had bleeding.